Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (unknown lot and lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a siemens sysmex analyzer laboratory method using dade innovin reagent. On (B)(6) 2019 the meter result at 12:50 p.m. Was 5.4 inr. The meter result at 12:47 p.m. Was 5.7 inr. The laboratory result about 30 minutes later was 4.0 inr. On (B)(6) 2017 the meter result at 4:16 p.m. Was 2.6 inr. The laboratory result 45 minutes before was 2.0 inr. On (B)(6) 2019 the meter result at 11:54 a.m. Was 2.7 inr. The laboratory result about 30 minutes later was 2.0 inr. The patient's therapeutic range was 2.0 - 3.0 inr and the patient tests weekly.